Manufacturer narrative:
The complaint deltaplush was returned. The sl-10 microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, the coil was found to be unsheathed and entangled. The proximal end of the coil was damaged. The mid-section of the coil was knotted which can only occur outside the microcatheter. Distal to the knotted coil section is a compressed coil section. The circumstances to what extent the coil was damaged during the procedure as reported cannot be determined due to post-procedural cleaning, handling, packaging, with the coil protruding outside the sheath. It also cannot be determined why the coil was not resheathed as no resheathing issues were reported. The remainder of the coil is undamaged. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The coil was deemed acceptable for microcatheter testing. Using an in-house sl-10 microcatheter, the returned coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The root cause of why the coil encountered resistance at both the proximal and distal points of the microcatheter and why it became unraveled cannot be determined, however (based on limited clarification) the returned evidence highly suggests the following contributing factors may apply. Concerning the reported difficulty at the microcatheters hub, the evidence highly suggests that this may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused a portion of the coil damage during the introduction difficulty. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. While the root cause cannot be determined, concerning the severe resistance at the distal tip of the microcatheter, the coil may have encountered distal interference from the coils already dwelling inside the target site (if previously place), on itself, or from the distal tip of the microcatheter. During this time frame it is possible that additional coil damage may have incurred. In addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact at the facility reported that during coil embolization of cerebral artery aneurysm at the internal carotid-posterior communicating artery when attempting to insert a deltaplush coil (cpl10030630/c27556) there was severe resistance at the distal point of the microcatheter and the coil became unraveled when it was withdrawn. An excelsior sl10 microcatheter (details unknown) was used. There was also difficulty at the hub of the microcatheter. The deltaplush was replaced with another coil (details unknown) and the microcatheter remained in place. Additionally, it was reported that an orbit galaxy and a deltaplush (details unknown) were successfully used with the microcatheter. The procedure was completed without further issues or delay. There were no patient injury /complications. The complaint product was new and stored per labeling instructions. The procedure was conducted successfully in accordance with the IFU and the constant flush had been maintained at all times. There were no kinks or bends on the product or concomitant devices at any time prior to resistance/friction. No visible damage was noted prior to the event. The product will be returned for analysis. No further information is available.